Event description:
It was reported that on 2013 (B)(6) a return of symptoms and inability to feel stimulation were noted and the voltage was increased. A device interrogation showed a therapy impedance measurement of ¿???¿ and an impedance measurement of ¿???¿ for electrode pair 1 and 2. A device interrogation on 2013-(B)(6) showed a therapy impedance measurement of ¿???¿ and an impedance measurement of ¿???¿ for electrode pairs 1 and 2 and 2 and the case. It was reported that the patient presented with a loss of effectiveness and a return of incontinence. It was noted that the surgeon did his own programming and was unable to improve the situation for the patient and therefore she underwent a full system replacement following a successful further trial. It was reported that when the pocket was open the surgeon removed the lead from the extension barrel and he noticed that the outer insulation of the lead had ¿broken¿ very cleanly where electrode 0 joined the outer lead insulation. It was noted that the surgeon determined that this couldn¿t have been due to fl exion of the lead as the point of separation would have been within the barrel of the extension and the break was not under the suture point of the boot. It was reported that the surgeon determined that the break must have been due to ¿distraction forces¿ and wondered if it was ¿just a fault with the old lead.¿ it was noted that the lead was removed and greatly damaged due to the forces required to get it out. It was reported that there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the itrel 3 internal neurostimulator s/n (B)(4) found no significant anomaly with good stable output on all electrode pairs. Analysis of the tined quad lead s/n (B)(4) found no significant anomaly and no shorts. It was noted the outer insulation was separated at the butt joint and the proximal end was bent. Analysis of the quad in-line extension s/n (B)(4) found no anomaly. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 30932836, serial# (B)(4), implanted: 2005-(B)(6),, explanted: 2013-(B)(6), product type lead, product ID 748910, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2013-(B)(6), product type extension. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.